Manufacturer narrative:
An outside of the united states (ous) customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely reviewed instrument data and recommended the following actions: replace the dilution probe. As per siemens instructions, the customer replaced the dilution probe. Siemens further evaluated the event and concluded that the dilution probe poorly aspirated the sample which potentially contributed to the falsely depressed ecre3 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre3 result.